Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, brown particles in the shell and opening curved on posterior and radius. A visual and microscopic analysis was performed which identified: striated opening on posterior, creases fold and non-penetrating nicks. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; silicone migration.

Event description:
Healthcare provider reported "¿rupture¿, ¿calcification¿, and ¿silicone migration¿ with style 110 silicone gel filled breast implant. Ultrasound showed ¿one isoechoic nodule at 1 o'clock direction not device related¿ and ¿ultrasound checking and especially the interior of the left breast prosthesis looks messy and many nodules around it are found, which seems to have resulted in a malignant lesion due to rupture not device related¿ for left side. Device has been explanted.